Event description:
A report was received that the patients ipg was no longer functional. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Event description:
A report was received that the patients ipg was no longer functional. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1140 (sn: (B)(4)). Device evaluation indicated that the complaint about the non-rechargeable ipg had reached the end of service life was confirmed. The end-of-service message appeared on power on. An elective replacement indicator will appear when the device battery level is below the expected range of 2.65 volts and will suspend normal operation with the end-of-service message. The main setting (program_7) has an energy use index (eui) 100. Based on the program usage log, the estimated longevity with the eui is about 3 months. The device was in service for about 84 days which is within the expected range per the direction for use. The internal electronic test verified that the devices quiescent current (29 ua) is within the expected range of 50 ua. The device exhibits normal characteristics.